Manufacturer narrative:
S/w version 4.11c. Retainer ring=black. Case type=ngp. Customer returned pump for alleged cosmetic damage located at the battery compartment and audio anomaly (constant beeping) found on jul 11, 2023. The pump passed the displacement test and self-test and p-cap locks properly into the reservoir compartment. No audio anomalies noted during analysis. Unit successfully downloaded to thus. However, confirmed pump error 68 in the pump history download on 07/14/2023 08:27:03.000, problem isolated to the pcb1 and pcb2 boards. Confirmed pump error 49 in the pump history download on 07/14/2023 08:27:03.000, problem isolated to the pcb1 and pcb2 boards. No moisture damage noted to motor assembly per visual inspection. The following were noted during visual inspection: scratched case, pillowing keypad overlay, corroded battery tube, battery tube threads cracked, and cracked case at battery tube. Cosmetic damage was confirmed at battery compartment during analysis. Pump error 68 and pump error 49 noted in pump download history, problem isolated to the pcb1 and pcb2 boards no audio anomalies noted during analysis. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer was not able to turned off the cracked insulin pump and was not able to stop beeping sound from the insulin pump. The troubleshooting was performed and found the crack at the top of the insulin pump to the bottom. No harm requiring medical intervention was reported. The customer will discontinue to use the device. The device will be returned for product analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.